Manufacturer narrative:
This report is filed on january 17, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on december 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the receiver/stimulator was explanted. The electrode array was left in situ. Reimplantation is planned; however has yet to occur as of the date of this report.